Event description:
The pump was returned for investigation. Investigation revealed a damaged cartridge compartment and battery compartment and a display failure. This report is made based on results of investigation completed on 12/13/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings:during a visual inspection of the pump, the top of the cartridge compartment was observed to be chipped and the casing was cracked along the battery compartment. During testing, the pump was powered on and the display screen text appeared dim and discolored. Unrelated to these issues, the bolus button cover had a hole in it, however the button was responsive. (B)(4).